Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Visual inspection of the instrument found the conductor wire kinked on the distal end. The wires were exposed and several were frayed/severed. However, an electrical continuity test was performed and the instrument passed due to the wire remaining intact. No signs of arcing was found on the yaw pulley surrounding the conductor wire where the kink was located. No functional test could be performed on an in-house system due to the exposed conductor wires. The root cause of the kinked conductor wire is attributed to mishandling/misuse, commonly caused by collisions with other instruments or sharp objects. Failure analysis observed additional findings that were not reported by the user. The instrument was found to have damage to the conductor wire¿s insulation which was related to the reported event. The insulation exhibited thermal damage. No pieces were missing. The damage was located where the conductor wire was kinked. As a result of the kinked conductor wire and it remaining functional, the insulation melted when the instrument was energized. The root cause of the damaged conductor insulation was attributed to a component failure. Additionally, the instrument was found to have charring and localized melting to the yaw pulley on the distal end. The location of the thermal damage was on the opposite side of the kinked conductor wire. The wire and grip cables surrounding the damage did not exhibit any signs of thermal damage. There were no pieces missing. The damage measured approximately 0.024" x 0.035" in length. The root cause for the thermal damage on the yaw pulley was attributed to mishandling/misuse, most likely caused by collision with an energized instrument or impact from an external object. Isi has reviewed the site's system logs, and found the last use of the instrument to have been on (B)(6) 2021. The instrument had two remaining uses. There was no indication that the instrument was used in subsequent procedures after the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photographs or video of the procedure were provided for review. This complaint is being reported due to the following conclusion: through failure analysis, the maryland bipolar forceps instrument was found to have conductor wire damage with exposed wires visible. Exposed wires could result in electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was observed to not clamp. It did not clot and the cable and clamp needed to be changed. A backup instrument of the same kind was used, and the procedure was completed as planned with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information on 10-aug-2021. The instrument was inspected prior to use and the reported issue was identified during the procedure. There was a loss of cautery, but there were no signs of thermal damage. No further details were provided.